Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Rec'd a report that the site's dell handheld computer was slow to navigate between screens, indicating a possible software malfunction. The handheld, software, programming wand, and serial cable were returned for analysis. Analysis of the returned wand serial cable was identified to have an intermittent conductor. Analysis of the other products is still pending.